Event description:
Customer reported that their pump screen was dark and would not turn on, despite attempts to reset it on their own. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer on various troubleshooting steps, including confirming that the pump was not plugged in and using a known working power source, but the issue persisted with a red led blinking and vibrations occurring at least once every three minutes. Consequently, a replacement pump was sent to the customer, and they were advised to return the non-functional pump using a provided return box and pre-paid label within 10 days. The customer understood the instructions and confirmed that they would use multiple daily injections as a backup therapy to ensure insulin delivery until the replacement pump, equipped with updated software, was received.